Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between june 22-24, 2023. H11: the device and two photographs were received for evaluation. A visual inspection was performed on the actual sample and the photographs were reviewed, and the reported issue of leakage was not easily identified. Functional testing was performed, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause of a leak found at the spike port bonding area of the non-conforming products most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.